Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy procedure, the surgeon noted air leakage. Checked the cavity and noted that the staple lines of reload opened. The surgeon additionally sutured the staple lines. Reoperation and additional tissue resection were required due to the issue. The surgical time was extended by more than 30 minutes. Tissue damage was also noted and the incision site was extended by less than 3cm. Less than 200 cc of bleeding occurred during the event.